Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The physician used an everflex nitinol stent system to treat the right mid sfa. It was reported the patient suffered a cto re-stenosis in the proximal and distal sfa. The patient was treated with 5 in.pact admiral dcb a wholey guidewire and spider fx. It was reported that the event was related to device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.